Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 446 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was assisted with priming the insulin pump and filling the cannula properly. Customer declined to troubleshoot their blood glucose and knew why they ran high.